Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture confirmed by ultrasound and upon explant. The device has been explanted and replaced.

Event description:
Healthcare provider reported a right side rupture confirmed by ultrasound and upon explant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as unidentified (tear) opening, observed 2 openings device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive.(shell thickness within specification) as per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side rupture confirmed by ultrasound and upon explant. The device has been explanted and replaced.